Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient's controller and ins battery will charge, but they continue to deplete really fast. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative responded back from follow up email and reported the cause of the issue was a broken wire on the recharger head. Recharger was replaced, issue resolved. It was reported that the unit charges faster than ever now and no longer getting error code. Patient's weight at the time of event was (B)(6).